Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 302832 and lot number 0044896. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, thirty nine physical samples were received for evaluation by our quality team. The samples came in sealed packaging blisters. A visual inspection was performed and they have the scale marking missing. Investigation conclusion: based on the investigation with the sample analysis the symptom reported by the customer is confirmed. Root cause description: it could be possible for this defect to occur if the printing pad didn't have enough pressure leaving the products with no scale marking. Rationale: further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 38 bd luer-lok¿ tip syringes had no scale markings. The following information was provided by the initial reporter: "there were a number of syringes that did not have any markings or measurement numbers on them. It was a total of 38 syringes between 3 cases."